Manufacturer narrative:
The pump has not been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A 2 yr review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
The facility reported a fail code 570 during biomed testing. Although baxter attemtped to obtain informatin, details were not available regarding additonal contact information, patient demographics, medication involved, or pump programming. The hospital representative stated that there have neen no reports of any patient incident involving this pup since the last baxter service event.